Event description:
On 01/11/2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿306mg/dl¿ with the subject meter and a blood glucose result of ¿242mg/dl¿ on another device within 30 minutes of one another. Based on statistical methodology, the calculated difference of these results does not exceed lfs¿s criteria for accuracy. The patient does not take any medication in order to manage their diabetes and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that one hour and 30 minutes later they developed the symptom of ¿sweaty¿ while they were visiting their doctor¿s office. In response to this the patient had their blood glucose measured on the doctor¿s device and a result of ¿65mg/dl¿ was obtained. The patient was given apple juice by a nurse in response to this. No further treatment was required. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.